Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg was inoperable. In turn, the patient underwent surgical intervention on (B)(6) wherein the scs ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information obtained stated that the device was operational at the time of surgery and was delivering therapy successfully; however, the device discharged rapidly and required recharging twice a day to maintain therapy delivery. The issue has been resolved by the replacement procedure.